Event description:
It was reported the patient¿s ipg¿s was dead. Surgical intervention was undertaken on 08 november 2022 whereby the ipg was explanted and replaced. Therapy was restored postoperatively.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
D6b - date of explant - explant date should have been (B)(6) 2022 instead of (B)(6) 2022. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.